Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the access 2 instrument. A pt sample was tested for accu tni and a result of 22.06 ng/ml was obtained. The original sample was re-tested and repeated result was 0.06ng/ml. The erroneous result was not reported out of the lab. The customer did not receive any report of change to pt treatment or pt injury requiring medical intervention attributed or connected to this event.

Manufacturer narrative:
A system check performed after the event was within specifications. Based on the event log records, the instrument had multiple vacuum under limits errors earlier the same evening. The specimen was collected in a bd, plastic lithium heparin tube and was centrifuged at 3,500 rpm for 7 minutes. Customer verified other sample results using delta check and this is the only sample in question. A field service engineer (fse) was dispatched to the customer's lab: the fse performed hardware verification, and all parameters were within specifications. The fse conducted routine updates to the instrument. The fse cleaned a wash wheel and performed a system check. The fse verified the repair per established procedures and results met published performance specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.